Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and also had blank display. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. The customer reported that device software error during rewind and also got alarm compromised force sensor system. The customer was advised to insert a new battery as soon as possible, if display does not return revert to a backup plan per health care professional instructions until the replacement battery cap arrives. The customer was advised to revert to a backup plan per health care professional instructions until the replacement battery cap arrives. The insulin pump will not be returned for analysis.